Event description:
Device report from synthes EU reports an event in (B)(6) as follows: surgery for a femoral neck fracture had taken place on (B)(6) 2015 and reported blade and screw were applied. On (B)(6) 2015, it was found via x-ray that the implant had migrated and was likely the reason for the patient¿s complaint of their difficulty walking. The patient is now treated by traction and waiting for revision. It was further reported that the blade perforated the epiphysis. Only the blade perforated because the blade was not locked with the screw at the implant surgery. This complaint is for one dynamic hip system blade and one (1) unknown nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information unknown . Date of event: unknown. Report is for one (1) unknown nail. Explant date: unknown; was planned to remove the implants on (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device mfg date: unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.